Event description:
Patient had implant 12/11/90 in florida. Received in jcmch ER 12/10/92 with failure to capture/sense. Temporary pacemaker inserted 12/10/92. Teletronics contacted 12/11/92. Representative arrived. Rep. Could not establish telementry link with pacemaker. Discovered pacemaker was under advisory for connector block failure. Patient taken to cath lab and pacemaker was replaced w/teletronics m/n 8224 reflex ddd pacemakerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrical problem, telemetry failure, connection or adapter failure loose, corroded, broken set. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.